Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted mitral valve replacement surgical procedure, the large suturecut needle driver (nd) instrument had broken cable. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred during suturing. It was unknown if there were issues related to opening/closing of the grips. It was unknown if there were issues with the yaw and/or pitch motion. A single cable was protruding from the distal end, and it is unknown what the cable is responsible for controlling. The instrument was initially inspected before use and no damage was fond. The instrument did not collide with another instrument or tool.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.